Event description:
The distributor contacted animas on (B)(6) 2013 alleging unresponsiveness of the up arrow, down arrow and ok keypad buttons. No further information was provided. This complaint is being reported because the alleged keypad button malfunction remained unresolved with troubleshooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: on examination, the keypad was fully intact, without damage observed. On testing, all the keypad buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contact of all the contrast button. Unrelated to the complaint, the pump booted to the verify screen with dim, discolored display screen.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.